Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an endoscopic submucosal dissection (esd). According to the complainant, the clip was locked onto the target lesion, however it would not release from the delivery catheter. The clip was removed from the patient, and the procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during an endoscopic submucosal dissection (esd). According to the complainant, the clip was locked onto the target lesion, however it would not release from the delivery catheter. The clip was removed from the patient, and the procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.